Manufacturer narrative:
This report is submitted on august 12, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.